Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise. Noise was reproducible with isometric testing. There were no other electrical anomalies. No intervention was performed. No further information was available.